Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmb8, (imp,tsv,mcol mg,3.7mm,8mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant fracture identified at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 63711365. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63711365 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products unknown zimmer screw, unknown lot number.

Event description:
It was reported that after re-tightening the crown, it was noticed that the implant was not integrated, the uppper part of the implant was in fact fractured. No impact on the patient.additional appoiment is required.